Manufacturer narrative:
(B)(4). Final analysis found premature eri likely resulted in the reported cold temperature.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. The device was explanted and replaced. The patient experienced no adverse consequences.